Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent positioning/placement problem occurred. The target lesion was located in the left leg vessel. A 6x200x130mm innova stent was advanced to treat the lesion. However, when the stent was deploying, it jumped forward 3cm. The physician adjusted the position of the stent by post dilation with a balloon catheter. After dilation, the stent was apposed to the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was fine.